Event description:
Reporter indicated that a sleep study revealed that vns pt experienced 200 episodes of 20-second obstructive apneas during a 400 minute study. The pt is also reportedly experiencing more hypopneas. It was reported that the pt also experiences apnea during the day and that it was determined that use of bi-pap machine was not enough to treat this condition. It was reported that before vns implant, physicians indicated to the patient's family member that the pt needed a tracheostomy, but the pt has not undergone one to date. Additionally, it was reported that when the pt was first implanted with the vns, there were problems with their temperature regulation. The patient's temperature reportedly runs between 93-94 f, but "shot up" to 108 f when pt implanted with the vns. Treating neurologist indicated that the temperature increase occurred approximately 3-4 months post-op and that he was not sure whether it was related to the vns. A repeat sleep study has been performed with the vns programmed to off in an attempt to determine whether device stimulation is exacerbating the patient's pre-existing apnea. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the patient's fever or whether the vns therapy is exacerbating the patient's pre-existing apnea.